Event description:
In this complaint in litigation, it was reported: "2003- patient underwent laparoscopy. Placement of gynecare intergel. 2004- patient undrewent exploratory laparoscopy and lysis of pelvic adhesions. Extensive pelvic adhesions were indicated on the laparoscopy. Placement of [interceed]." Additional information provided on 04/2005 noted that "patient reports that intergel caused patient's unspecified post-operative complications." There is a history and physical from prior to exploratory laparoscopy which states that the patient presents with pelvic pain. The pmh is significant for diagnostic laparoscopy 2005 with intensive bowel and pelvic adhesions. There is an operative note from 2004 which states that after copious irrigation interceed was placed "right over the ovary, right over the uterus and at the point we terminated the procedure intro-abdominally." There is a consultation from a physician 2004 for a small bowel obstruction where the physician states that the patient has this bowel obstruction "also due to intolerance to, what appears to be intercede gel." The note concludes by saying that the patient should continue with ng compression and follow closely with minimal narcotics. The not goes on further to say "of note, would recommend the use of seprafilm rather than intercede in the future for minimizing intra-abdominal adhesions as this has been shown in the prospective studies to reduce intra-abdominal adhesions." The patient was discharged 11 days later after improving without additional surgery.